Event description:
It was reported that stent damage occurred. The 60% stenosed target lesion was located in the moderately calcified and non-tortuous descending anterior artery. A 3.00 x 28 synergy ii drug-eluting stent was advanced for treatment. However, when passing the stent through the coronary guide, an alteration was observed in the metallic structure of the stent, appearing to be deformed. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device/media analysis: this device was not returned to the complaint investigation site (cis) for analysis. A photo of the device was however received attached to the complaint record. The photo shows damage to the stent with struts lifted at several locations.

Event description:
It was reported that stent damage occurred. The 60% stenosed target lesion was located in the moderately calcified and non-tortuous descending anterior artery. A 3.00 x 28 synergy ii drug-eluting stent was advanced for treatment. However, when passing the stent through the coronary guide, an alteration was observed in the metallic structure of the stent, appearing to be deformed. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.